Event description:
Reporter indicated that the patient was not feeling constant stimulation during on times and that the stimulation pulsated during the on time. The patient is also experiencing hoarseness. A decrease in programmed parameters reportedly resulted in a reduction in hoarseness. Further follow-up with physician revealed that following the parameter reduction for hoarseness, the patient complained of neck pain on 03/08/2002, but did not mention the pulsating stimulation event. Physician indicated that the neck pain was not constant and that there was no correlation with device stimulation. There was no redness or swelling in the neck area. It was later reported that the surgeon who performed the patient's replacement surgery due to end of service in october 2001 had reportedly injured the patient's left vagal nerve. Surgeon indicated that the nerve injury would contribute to the problems that the patient was having with the device and that the device was explanted in 2002 because of the injury per the patient's request. The explanted generator and lead were discarded. Attempts to obtain additional information have been unsuccessful to date.